Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level and the battery issue did not lead to a pump shutdown. Multiple follow ups were attempted but no further contact was made with the customer to confirm resolution of the case.